Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and competitors right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Alerts were issued in the remote monitoring system for these measurements. Technical services reviewed the available data and noted the out-of-range measurements had been occurring since (B)(6) 2016, and recommended bringing the patient in to the clinic for troubleshooting. No noise was present in the stored episodes, and sensing and threshold values were normal. If no noise or jumps in impedance are produced during testing, the physician could continue to monitor the lead. No adverse patient effects were reported.